Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during device preparation, one of the gripper arms would not go down. A new clip was prepared for the procedure and placed successfully. There was no reported patient involvement or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported gripper actuation issue was not confirmed as the arms performed as intended. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.